Event description:
It was reported that a patient underwent a gynecological procedure on unknown date. During the procedure, the device would not turn the blade in the hand piece. No adverse patient consequences were reported.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.